Event description:
It was reported that this lead was explanted due to a dislodgement presented, the dislodgement was confirmed through fluoroscopy. No additional information is available at the moment. No additional adverse patient effects were reported.